Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have both ears of the distal clevis broken. The broken pieces were not returned, measuring roughly 0.210¿ x 0.275¿ in size. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the permanent cautery spatula instrument tip was broken. There was no reported injury.